Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and high cobalt and chromium levels. It was also reported that it was detected with a periprosthetic fluid collection.

Manufacturer narrative:
The patient was revised to address pain and high cobalt and chromium levels. It was also reported that it was detected with a periprosthetic fluid collection. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.